Event description:
It was reported that balloon rupture occurred. The (B)(4)% stenosed target lesion was located in the mildly tortuous and moderately calcified mid to proximal right coronary artery. A 15mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the device was difficult to cross the lesion but was able to be advanced halfway. The inflation started, however, the balloon ruptured upon initial inflation at 6 atmospheres. The device was removed using normal method and the procedure was completed with another of the same device. No complications were reported.